Manufacturer narrative:
The patient reported this very limited information in a social media account. No product ID has been provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient posted comment in response to a lasik article the following: ''and as lots of people are learning, cataracts can be caused by injury to the eyes...surgery is considered an injury. I can't swear that my cataracts were cause by the lasik, but for 10 years I had crystal clear vision. I developed very fast growing cataracts and 2 years later had to have surgery for that. 2 years later and now I have to wear three different pairs of glasses. One for reading, one for computer work and one for driving. Not fun. And my eye doc has fits trig to prescribe lenses as both eyes are vastly different. Take care and do some research...there is a lot that doctors won't tell you'' end of quote.

Manufacturer narrative:
Initial report was submitted without date. The date should be (B)(6) 2016.